Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as itchy with blisters. The patient has a history of dry skin and neurodermatits. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed a medication for the rash. Follow up indicated that the rash improved.